Manufacturer narrative:
Based on the limited information provided in the article, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's reported hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the IFU as a possible complication. Without a lot number a review of the manufacturing records is not possible. Additional information has been requested. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
The following is based on information obtained from a journal article. Journal of japanese hernia society, 1(1), 2014, 9-12 "usefulness of direct kugel patch repair for abdominal incisional hernia" a review of the article found that the patient was implanted with a bard composix kugel hernia patch in the abdomen for the repair of an incisional hernia and later experienced a recurrence of the hernia.